Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the sensor had a missing electrode. They were worried that the electrode was left inside the insertion site. The customer was unable to start a new sensor, even though the transmitter flashed when connected to the sensor. Customer's blood glucose level was not reported. The device was not returned.